Event description:
It was reported to medtronic minimed that the customer experienced other critical pump error, and exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1781kl. The customer reported a critical pump error other than the open book image error or critical pump error. No harm requiring medical intervention was reported. Mmt-1781kl was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered on after battery installation. Unit was successfully downloaded using (thus software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Unit passed the displacement test and self test. Pump error 63 was recorded 06/25/2024 at 16:04:13.000 file number=2101 line number=230. Per software engineering log investigation pump error 63 was cause a hardware issue. Pump error 4, 68, 49, 43 and 130 were also recorded on 06/25/2024. Problem isolated to electronic assemblies. Unit was cut open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection all connectors including motor flex connector were plugged in properly. However, during deconstructive analysis corroded electronic assembly and corroded motor assembly was noted during visual inspection. Problem isolated to electronic assembly. Unit also received with scratched case, cracked keypad overlay, battery tube threads - cracked, cracked case (battery tube) and label damage. In conclusion customer allegations are confirm during download history review. Problem isolated to electronic assembly cause by corrosion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.